Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the auto mode feature was not active at time of high blood glucose event. Insulin pump had a insulin power error. The insulin pump will not be returned for analysis.